Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys hcg test system result for one patient and a questionable elecsys troponin t result for one other patient. Of the data provided, only the results for the one patient tested for hcg were a reportable malfunction. The initial result was 11.98 miu/ml with a data flag and was reported outside of the laboratory. The repeat result was <0.50 miu/ml with a data flag from the same analyzer and <0.50 miu/ml with a data flag from another analyzer. The repeat results were deemed correct. There was no adverse event. The reagent lot number was 248675. The expiration date was requested but was not provided. A scheduled service visit was cancelled by the customer as they stated this is an ongoing issue and may be related to their centrifuge.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. A general reagent issue could be excluded based on the provided qc data.